Manufacturer narrative:
The product was not retained by the facility for evaluation. The manufacturing records for the grounding pad were reviewed and no abnormalities were identified. The grounding pad IFU states to suspend treatment if heating during rf treatment is felt.

Event description:
Fourteen days following a radiofrequency ablation procedure, the patient notified the facility of the burn on the thigh. During the procedure on (B)(6) 2014, the patient complained of a burning sensation. The site was checked and no indication of a burn was noted. During a follow up on (B)(6) 2014, a burn was noted on the patient's thigh.